Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed "error 1970". No patient injury reported.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted the device was in good condition with no damage found. A review of the histories log showed error code 1870 (motor timeout1) four times. Functional testing could not reproduce the complaint however the optical switch was found degraded/loose. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced optical switch, dso sensor, clock battery, battery door and calibrated. The device passed all functional and delivery tests.